Event description:
In 2008, the lay user/reporter, the pt's mother, contacted lifescan (lfs) alleging the one touch ultralink meter was giving an unspecified error message. The pt reported no symptoms of high or low blood glucose levels, nor any medical attn. The pt did not suffer any injury due to the reported meter. The pt reported no symptoms or any medical attn. However, as the pt obtained an unspecified error message, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet rec'd them. If either the meter or test strips are returned, lifescan will evaluate them.